Event description:
It was reported that a minicap was missing an iodine sponge upon removal from its packaging. This event was found before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured 10/03/2014-10/09/2014. The device was discarded; therefore, a device analysis could not be completed. However, a batch review was conducted and there were no deviations found related to the reported problem during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.